Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. . B5 - "on (B)(6) 2022 the lens was exchanged with a same model/ shorter lens due to refractive surprise. The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. . H6 - health effect - impact code: 4629 should be added to the inital MDR. Claim# (B)(4).

Manufacturer narrative:
D4 - expiration date: 30-sep-2023 should be added to the initial MDR. H4 - device manufacture date: 28-oct-2020 should be added to the intial MDR. Claim # (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vticm5_12.6, -3.00/+2.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise was observed. Lens remains implanted. Cause of the event is reported as unknown. H6- work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.